Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with acute cardiac infarction. The procedure was to treat a an 80% stenosed lesion in the left anterior descending (lad) artery. After stent implantation, the 4x12mm nc trek balloon dilation catheter (bdc) was used for post dilatation. The balloon was inflated; however, the the balloon did not properly refold prior to removal. Therefore, the bdc had to be removed with guide catheter as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.